Event description:
New information received notes that the patient's pacemaker exhibited noise over-sensing which resulted in inappropriate mode switch and false episodes. Programming changes were performed to resolve the issue. No patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited noise. No changes or intervention were performed. The patient's condition was unknown.